Manufacturer narrative:
Submission date: 28sep2021.

Event description:
The customer reported touch screen is not working. The patient or user involvement information is unknown, but no patient or user harm was reported. The customer confirmed the reported failure. The customer tried touchscreen calibration, but screen did not respond. The customer also requested part ID for the front panel due to crack at the gas outlet port. Further information is pending.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the issue. The unit was tested, and it was returned to service.